Event description:
The manufacturer received information alleging the system leak verification test step had failed on a trilogy evo o2 device. The device was not in use on a patient at the time of the occurrence. The trilogy evo o2 device was evaluated at the third-party service center. During the evaluation it was noted that the devices air mass flow gasket had caused the system leak verification test step to fail on this device. In conclusion, the device's air mass flow gasket was reseated to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the air foam inlet filter and particulate filter were replaced for preventative maintenance unrelated to the reportable issue. One of the in-line proximal filters was replaced for contamination unrelated to the reportable issue. The device passed all final testing.